Manufacturer narrative:
The device was returned. Based on functional testing performed, the device did not meet the standard specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's nozzle exhibited foreign material. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured.   The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material adhered/clogged in nozzle, but the type of the material or root cause cannot be identified. Additionally, it is presumed that the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at insertion section. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in gif-h185 operation manual chapter 3 preparation and inspection instructions for use states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.